Event description:
The patient developed a pocket infection. The implantable pulse generator (ipg) system was explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).